Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: uterus/ expulsion'), menorrhagia ('abnormal bleeding (menorrhagia)'), endometritis ('chronic endometritis') and genital haemorrhage ('gen abnorm bleed') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypercholesterolemia, hypertension, lower urinary tract infection, prediabetes, rotator cuff syndrome, obesity, hyperkeratosis, bacterial vaginosis, anesthesia, endometrial ablation and intrauterine synechiae. Previously administered products included for an unreported indication: triamterene in 2005, mirena and simvastatin. Concomitant products included doxycycline since (B)(6) 2016, fentanyl, hydromorphone hydrochloride (dilaudid), ibuprofen since (B)(6) 2016, ketorolac, ondansetron (zofran) and phentermine since 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 months 14 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine pain ("pain/uterus"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, endometritis, vaginal haemorrhage, genital haemorrhage, anaemia, dermatitis allergic, vaginal discharge, cystitis, fatigue, alopecia, hormone level abnormal, migraine and headache outcome was unknown and the dysmenorrhoea, uterine pain, pelvic pain, abdominal pain and dyspareunia had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain, alopecia, anaemia, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date(s) of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (right tube occluded); in (B)(6) 2017: one tube had not blocked-left. Pathology test - on (B)(6) 2015: hyperkeratosis and shift in vaginal flora suggestive of bacterial vaginosis; on (B)(6) 2016: a few fragments of benign endometrial tissue with stromal spindling and plasma cells, consistent with chronic endometritis; on (B)(6) 2018: adenomyosis and intramural leiomyomas. Pregnancy test - on (B)(6) 2016: negative. Ultrasound pelvis - on (B)(6) 2016: irregular bleeding. Concerning the injuries reported in this case, the following event was described in patient's medical record- endometritis. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), rash/skin condition, anemia, gen abnorm bleed, vag. Discharge, bladder infection, fatigue, hair loss, hormonal changes, migraines, headache. Updated outcome of pain from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: uterus'), menorrhagia ('abnormal bleeding (menorrhagia)') and endometritis ('chronic endometritis') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypercholesterolemia, hypertension, lower urinary tract infection, prediabetes, rotator cuff syndrome, obesity, hyperkeratosis, bacterial vaginosis, anesthesia, endometrial ablation and intrauterine synechiae. Previously administered products included for an unreported indication: triamterene in 2005, mirena and simvastatin. Concomitant products included doxycycline since (B)(6) 2016, fentanyl, hydromorphone, ibuprofen since (B)(6) 2016, ketorolac, ondansetron and phentermine since 2018. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 9 months 14 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine pain ("pain/uterus"). The patient was treated with surgery (ablation and bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, endometritis, dysmenorrhoea and vaginal haemorrhage outcome was unknown and the uterine pain had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered dysmenorrhoea, menorrhagia, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: unilateral occlusion (right tube occluded); in (B)(6) 2017: one tube had not blocked-left. Pathology test on (B)(6) 2015: hyperkeratosis and shift in vaginal flora suggestive of bacterial vaginosis; on (B)(6) 2016: a few fragments of benign endometrial tissue with stromal spindling and plasma cells, consistent with chronic endometritis; on (B)(6) 2018: adenomyosis and intramural leiomyomas. Pregnancy test on (B)(6) 2016: negative. Ultrasound pelvis on (B)(6) 2016: irregular bleeding. Concerning the injuries reported in this case, the following event was described in patient's medical record endometritis. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs and mr received: case has became incident. Previously reported event ¿injury¿ was replaced with new events- abnormal bleeding (vaginal), menorrhagia, perforation (uterus)/migration of essure device: uterus, chronic endometritis and dysmenorrhea (cramping). Event onset date, event outcome were added. Reporter information updated. Patient history, lab data and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.